Manufacturer narrative:
On (B)(6) 2020, device photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. If the product is received in the future as requested, it will be analyzed and results will be submitted in a supplemental report. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 20, 2020, the mentor failure analysis lab received the device for evaluation. On december 9, 2020, mentor became aware that the date of implant was (B)(6) 2020, and date of explant was (B)(6) 2020. Hence, fields d6a and d6b have been updated on this form accordingly. On december 9, 2020, photo re-evaluation was completed. Upon visual evaluation of the image provided in the complaint, a tear is observed. On december 10, 2020, returned device evaluation was completed. Device evaluation summary: during the visual evaluation of the device a tear at the juncture of the shell and patch in the anterior view was observed. Microscopic examination was performed and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with mentor tissue expander, ce med height te 550cc, and experienced unknown side expander deflation. As a result, the expander was explanted an unknown date. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed.